Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the stimulator was implanted it was placed on the left side and the lead on the right side. The patient felt the stimulator was moving within the pocket. There were many programming sessions that were ineffective. The stimulator and lead were explanted and replaced. The stimulator appeared to have moved within the patient's body, in circles, as if it was not stabilized by the pocket. The lead was twisted. The patient was not injured; there was no problem with the patient.